Manufacturer narrative:
Reliability analysis inspected 1 opened reservoir and performed manual prime and high pressure test per es9041. Using a new lab infusion set along with 7xx pump. Ran priming in pump at 55.0 units. Reservoir passed per spec. No occluded anomaly was observed during analysis. Reservoir connected/locked in place properly

Event description:
It was reported that insulin would not come out from the tip of quick set when connected to the reservoir. No further information reported.